Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. The buttons were sticking. A new battery was inserted but the insulin pump alarmed battery out limit and they were unable to clear it. The insulin pump had alarmed button error before. Customer's blood glucose level was 18 mmol/l. The customer took a manual injection to treat their blood glucose level since they were disconnected from the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.